Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout, incompatible scope error (e515), and blurry image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction; replacement of the ultrasound plug. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a noised and/or whiteout screen during setup/inspection for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.